Event description:
The MFR received info alleging a ventilator was continuously alarming. No pt harm or injury was reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The ventilator's system pca was replaced to address this issue.